Event description:
Caller reported an alarm 2 related to an unknown occlusion issue. There was no reported impact to the customer's blood glucose level because the caller declined to provide that information. Customer changed supplies as necessary and resumed insulin therapy; a new box of infusion sets was sent by technical support.